Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient came to ER for a scar on the penis. The catheter was inserted. The balloon was tested prior to use. There was no issue. The balloon was inflated with 10 cc of sterile water. There was no issue. The patient came back to ER in two days because the catheter fell out of him. We noticed that the balloon was deflated. The was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual inspection was conducted on the returned sample. No obvious contamination, sign of damage, degradation or design abnormality was observed. The balloon was then inflated using colored water to identify the leak point. As the red colored water was injected into the inflation channel of balloon, the colored water was seen slowly seeping out from a small opening at the balloon surface. Close examination under high magnification lens (50x magnification) revealed few small cuts on the balloon surface and there were numerous scratch marks near the cut area. It appeared most likely that the balloon has been in contacted with hard or shar object that causing such scratch marks and initiated the tear thus render the balloon to leak. Besides that, the balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Other remarks: in our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes teak test. Catheter with defective balloon will be culled out during this process. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes teak test. Catheter with defective balloon will be culled out during this process. Additional method code: 26.

Event description:
It was reported that the patient came to ER for a scar on the penis. The catheter was inserted. The balloon was tested prior to use. There was no issue. The balloon was inflated with 10 cc of sterile water. There was no issue. The patient came back to ER in two days because the catheter fell out of him. We noticed that the balloon was deflated. The was no consequence for the patient.